Manufacturer narrative:
The reported defective device has been returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics district sales manager reported an issue with this 0.9mm eximo atherectomy catheter. It was reported that the end user noted a spark from the catheter, as the system was going through the countdown and as it was being loaded onto the wire. The doctor continued with this catheter and treated the patient successfully. The catheter performed as expected; however, the end user thought it should be analyzed due to the spark. It was confirmed during follow up with the reporter, that the operator was pressing "ready" when loading the wire instead of waiting until the catheter was in the patient first. The operator was advised by this district sales manager to keep on "stand by" until proximal to the lesion, then press "ready." The correct protocol was not followed and there is no issue with the catheter. There was no patient harm or adverse event reported by the end user.

Manufacturer narrative:
Returned for evaluation was a 0.9mm atherectomy catheter. The catheter was forwarded to the manufacturer (eximo) for evaluation and root cause determination. Eximo reviewed the event description and returned sample and determined no investigation report for the catheter was warranted. Per event description the operator was pressing "ready" when loading the catheter onto the wire instead of waiting until the catheter was in the patient first. The operator was advised by this district sales manager to keep laser system on "stand by" until catheter tip is proximal to the lesion, then press "ready." The correct protocol was not followed and there is no issue with the catheter. There was no patient harm or adverse event reported by the end user. The customer's reported complaint of catheter sparked was not confirmed as no investigation of the returned catheter sample was warranted. Eximo determined that a DHR review of the reported catheter serial number (B)(6) was not required since there was no reported malfunction of the catheter; catheter was used to complete the procedure successfully. Labeling review: instructions for use is provided with the catheter device and contain the following statements: introduce the distal tip of the auryon catheter over the soaked guidewire, and once in the vessel, under fluoroscopy control, guide the auryon catheter to the lesion, until the distal tip of the catheter shown on the fluoroscopic monitoring screen is proximal to the lesion. Only at this point of the procedure, instruct the laser operator to put the laser system in ready mode. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).